Event description:
(B)(4) had could implanted in 2012. Became pregnant in 2014. Had a salpingectomy in 2015 to remove coils and doctor missed both coils. Been in severe pain since getting these coils and it's only getting worse the longer I have them. I get headaches/migraines on a consistent basis, have chronic pelvic and back pain as well as chronic fatigue. I have had significant weight gain since implantation and have been unable to lose the weight with consistent diet and exercise.